Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 450 units of insulin, and the insulin gauge displayed 145 units of insulin. Subsequently, the contact added an additional 200 units to the cartridge and overfilled the cartridge. Reportedly, the customer reloaded the cartridge. There was no reported impact to the customer's blood glucose level.